Manufacturer narrative:
A getinge field service engineer (fse) checked the machine & found machine not switching on & giving continuously beep sound. Then checked & found bulk supply fuse was faulty. Then replaced the bulk supply fuse & then checked & found now machine is switching on. Then observed the machine for 3 hours on system trainer. Machine is working ok on system trainer. Performed all tests. All tests passed. Equipment handover to customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) machine is not switching on . There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.